Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. A 60 ncm of primary stability was achieved. The patient presented bone type ii.